Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the hospital after experiencing a syncopal episode. Further testing revealed loss of capture (loc). The treating physician attempted to reposition the right ventricular (rv) lead, but loc was still present after reposition. Consequently, the lead was explanted and replaced; however, upon changing the patient position loc presented again. As result, the physician replaced the implanted pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital after experiencing a syncopal episode. Further testing revealed loss of capture (loc). The treating physician attempted to reposition the right ventricular (rv) lead, but loc was still present after reposition. Consequently, the lead was explanted and replaced; however, the new rv lead also presented loc upon changing the patient position. As result, the physician replaced the implanted pacemaker. Capture was confirmed with the newest pacemaker. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.